Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). Good stable output was observed on all electrode pairs the ins had when it was received. Information references the main component of the system and other applicable components are: product ID 64002, product type adapter. Product ID: 64002, product type adapter.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) depleted after 1.5 years and the patient's parkinson's disease symptoms returned. The ins battery had reached end of service (eos), stimulation was off and the battery was at 2.38v as of (B)(6) 2017. The patient experienced bradykinesia, rigidity, tremor, and freezing. The ins was programmed to c+, 1- at 3.8v, 60 usec, and 180 hz on the left side and c+, 6- at 4.3v, 60 usec, and 180 hz on the right side. The patient's medications were increased and a revision surgery to replace the ins was scheduled for the following week. The issue was not resolved at the time of this report. The patient was alive with no injury. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient's symptoms were resolved after replacing the implantable neurostimulator (ins). The patient was receiving effective therapy. No patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.